Event description:
It was reported the patient is experiencing an auto-reduction in programs. However, stimulation is still present. Diagnostic testing reveal invalid and high impedance readings on multiple contacts. Reportedly, the sjm representative was able to reprogram around the contacts. X-rays were ordered and which results reveal a lead migration. Additional diagnostic readings identified all contacts are invalid. Surgical intervention was undertaken, explanting and replacing the lead and adding a second lead. Therapy was regained and the issue resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.